Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens of diopter 10.0/+2.0/90 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023 as a replacement lens. The patient experienced corneal oedema and residual refraction. Reportedly "patient is having residual of +1.75/-3@175. Checked post-op on 25th may with corneal edema, and the post-op refraction was +0.75/-1.75/165. Surgeon advised the next review after 6 weeks". The lens remains implanted. H6-health effect - clinical code: "4581" residual refraction. Claim# (B)(4).

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -10.0/+2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023 as a replacement lens. The surgeon reports the patient has corneal edema, and the post op refraction was +0.75/-1.75/165. Surgeon advised the next review after 6 weeks. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.